Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. FDA MDR numbers for this complaint: to 287.

Event description:
It was reported that the head of a 2.7 nl acu-loc 2 screw broke off. At the end of the surgery a 2.7 l acu-loc 2 screw broke off at the neck. Surgeon said that the screws felt "stale" compared to ones in the past.. No reported delay in surgery or adverse effect to the patient.